Event description:
(B)(6) clinical study. It was reported that following a percutaneous coronary artery stenting treatment procedure, chest pain occurred. In (B)(6) 2010, the subject presented due to positive stress test and underwent the index procedure. A taxus liberte drug eluting stent was deployed to the mid left anterior descending artery. Post procedure residual stenosis revealed 0% with timi iii. The subject received a peri-procedural loading dose of the thienopyridine medication clopidogrel 300 mg. On the following day, the subject received the study medication maintenance dose of clopidogrel 75 mg and was discharged from the index hospitalization. In (B)(6) 2011, the subject was randomized to clopidogrel or placebo and was administered the first dose. In (B)(6) 2013, the subject presented with chest pain and electrocardiogram (ECG) results showed sinus bradycardia with first degree a-v block. The subject underwent left heart catheterization which revealed a diseased lesion. It was treated with implantation of a drug eluting stent. The subject tolerated the procedure well and was discharged on stable condition. The outcome of the event is reported as recovered/resolved with sequelae.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).